Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2014 up to 400 - 500 mg/dl. Patient stated he is able to self- treat to bring his blood glucose level down but he has to double the amount of insulin he normally gives himself. Patient reported his doctor adjusted his basal rate and added levemir as a supplement; his blood glucose level remains high. Patient alleges this issue is with his pump since none of the adjustments have made a difference. Upon follow up with the patient on (B)(6) 2014, he stated his blood glucose has remained elevated while using the backup infusion device. No adverse event reported. Product was replaced and requested return of the alleged pump, adapter, cartridge, and infusion set for evaluation.